Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found an air leak in the wbc bath that was causing the bubbles and the vote outs. The fse replaced the wbc bath, which repaired the bubbles and the vote outs. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a crackling noise and bubbles inside the white blood cell (wbc) bath of the coulter lh 750 hematology analyzer. The instrument was also generating vote outs for white blood cell (wbc) counts. The instrument was down. The event did not result in death or serious injury and the customer did not seek medical attention. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.